Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering more insulin than expected. Tandem technical support reviewed pump data and found a correction time segment was different from other settings. The customer reported healthcare provider (hcp) entered the incorrect value for the correction factor. The customer's blood glucose was 200 mg/dl. After confirming the settings with the hcp, tandem technical support assisted the customer with correcting the setting.